Event description:
It was reported that t-wave oversensing was observed. The device was reprogrammed without success. The lead was repositioned in 2009.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.